Event description:
It has been reported to philips that it was not possible to perform fluoroscopy/exposure. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during an emergency treatment procedure and the procedure was completed by removing a chair that was standing on the pedal. The philips remote service engineer (rse) inspected the system remotely and confirmed that the fluoroscopy was not working. Analysis of the system log file confirmed that the x-ray was not possible. During troubleshooting, the rse found that the foot pedal button was activated and found that a chair had been squeezed between the foot pedal and the table in the control room. The chair was removed. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the system, as the user placed the chair which led to the fluoroscopy issue. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.